Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for epilepsy. It was reported that the patient committed suicide. The relatedness was not known, and the no further information, including date of death, was available at the time of the report. No further patient complications were reported.

Manufacturer narrative:
Note that the codes have been updated to reflect the new information. Review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported the suicide/death was not related to therapy or device. No changes were made at the patients last consultation, nor was there any report of increase in seizures. The patient's family confirmed there were no changes in patient's behavior after last consultation. The patient had pre-existing depression, which has been monitored in the past by the psychiatry department. The patient's depression worsened after a relationship breakup, the patient refused treatment for this, and the patient overdosed on barbiturates and valium. No autopsy was performed.